Manufacturer narrative:
According to the customer, "the rexall advanced antibacterial xl waterproof bandages, 10ct that he purchased just a few weeks ago, caused him an allergic reaction. He said that he had a wound on his left arm, so he used the product on it, then he took a shower with the product still on his skin, when he took it off, his wound became even more infected. He went to his doctor, and he wasn't able to realize that skin became infected due to the product. He said that his skin looked like it has blisters." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the rexall advanced antibacterial xl waterproof bandages, 10ct that he purchased just a few weeks ago, caused him an allergic reaction."